Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The customer tried to bolus, change the infusion set and use manual injections, but was not successful. The customer's doctor did not want to troubleshoot. The doctor wanted the insulin pump replaced. Nothing further was reported.